Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: after completing the imaging check, the device was pulled in order to remove. But the shaft had separated at connector portion. The system was cvis insight iii system.